Manufacturer narrative:
Final analysis found that the insulation was abraded at 35. 8 cm to 36.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented with noise over-sensing on their atrial lead starting on (B)(6) 2019. Isometrics during a follow-up in-clinic confirmed the noise. Lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.